Manufacturer narrative:
Concomitant medical products: 6940 lead, implanted: (B)(6) 2000; 694765 lead, implanted (B)(6)2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture was noted on the epicardial (left ventricular) (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.